Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. Review of the system log files showed that there was malfunction with the system¿s flexvision pc. A philips field service engineer (fse) examined the system on-site and replaced the flexvision pc. The defective part was returned for analysis, the cause of the flex vision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flex vision pc has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that after a reboot attempt, the system hung at 0:00. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) replaced the flexvision pc, hard disks and reloaded the software and returned the system to use in good working order.